Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that insufficient roll-off occurred. The patient was undergoing a radiofrequency ablation (rfa) treatment. A 4.0/15/15 leveen¿ coaccess¿ electrode was used; however roll-off was unable to be achieved. The right steps were followed and the pads and needles were placed accurately. There were no errors found. When the physician removed the needle from the patient, it was cold and there was no sign of heat. The procedure was not completed. No patient complications were reported and the patient's condition was stable.